Event description:
Additional information received indicates surgery was undertaken on (B)(6) 2025 wherein the ipg was explanted and was replaced to address the issues.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient is experiencing pain at the site of the device. To address the issue, surgical intervention may take place in the future.

Manufacturer narrative:
Date of event is estimated.